Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: incident details: needle is not retracting when needle is inserted in the patient. Was patient or end-user injured: no. Injury details: was medical treatment required: no.

Manufacturer narrative:
Investigation results: the complaint that the needle was not retracting could not be confirmed from the representative 20g insyte autoguard devices that were received in sealed unit packaging from lot 5024913. A functional test showed that the needles fully retracted when the safety mechanism was activated, and the retraction time was within specification. No other similar complaints were reported from the implicated lot. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.